Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 63-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025 the patient was reported presenting with discoloration over the biozorb with an unspecified date of appearance, after radiotherapy treatment. She denied any pain or fever at this examination. Targeted ultrasound showed skin edema and scar tissue associated with the biozorb implant. A biopsy was done to obtain a sample from the reported edema. Doctor mentions it could be a reaction to biozorb. Patient have redness over the palpable lump and the doctor started her on antibiotics. According to images attached to the patient file, patient presented important disfigurement of the area and intense local redness. Patient expressed the desire to have the device removed. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.